Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: repositioning a dislodged new lumenless pacing lead: a simple tool and technique. Pace. 2008. 31:354¿357. Doi: 10.1111/j.1540-8159.2008.00998.x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding repositioning a dislodged lead. The authors described a patient who was implanted with an implantable cardioverter defibrillator (ICD) system and, against medical device, resumed extensive sport activities associated with extreme shoulder hyperextension. The patient presented to the emergency room after they received several implantable cardioverter defibrillator (ICD) shocks during competitive freestyle swimming. Chest x-ray showed both the right atrial (ra) and right ventricular (rv) leads had dislodged with the ra lead into the superior vena cava (svc). P waves had diminished from implant. Both leads were repositioned; however, there was difficulty placing the ra lead and a custom snare was used to reposition and reimplant the lead. The leads remain in use. No additional adverse patient effects or product performance issues were reported.